Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, weight, sex, ethnicity or race. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. Upon visual inspection the fse found dried wash buffer on the mixing assembly and the wash wheel. The source of the wash buffer was most likely due to a leak in the wash pump. The fse rebuilt the wash pump and wash valve and then replaced the reaction vessel (rv) mixing assembly. After the repairs were completed all verification testing including system check, high sensitivity (hs) system check, calibrations and quality controls (qc) all passed within published performance specifications. In conclusion, the cause of the erroneously elevated access accutni+3 results was due to a hardware malfunction. However, the exact component that caused the event could not be determined as multiple hardware interventions were performed.

Event description:
The customer contacted beckman coulter (bci) to report obtaining erroneously elevated troponin I (access accutni+3) for eleven (11) different patients on the laboratory's access 2 immunoassay analyzer serial number (B)(4). This report is for the patient designated as patient 6. The initial access accutni+3 results did not match the patient's clinical presentation and were therefore questioned. Reanalysis of the patient's access accutni+3 level was performed and a result that better aligned with the patient's clinical presentation was obtained. The customer noted that a corrected report was generated by the laboratory. There was a change to patient care and/or management as the customer noted that this patient was treated for a myocardial infarction (mi). The specific type of treatment has not been provided to date. There was no report of death in conjunction with this event. Quality controls (qc) for multiple assays were reported as being erratic. Other system performance indicators such as calibrations and system checks were not provided for review but it is noted that calibrations were also failing. The patient's sample was collected in a lithium heparin plasma tube which was centrifuged for ten (10) minutes at 3,500 rpm (rotations per minute). There were no reports of issues with sample integrity in conjunction with this event. A bci field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.